Manufacturer narrative:
Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h4 - device manufacture date: unknown, as the serial number was not provided. Section h6 - health effect - impact code: 4625 for incision enlargement and sutures. Section h6 - health effect - clinical code: 4581 no code available (incision enlargement). Device evaluation. Product testing could not be performed because the product was not returned. Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation, the intraocular lens (iol) was damaged by the injector's own metal rod. As a result, the iol had to be removed from patient's eye and another lens was implanted. Through follow-up, we learned that no resistance was observed during handling or during the lens insertion. The patient's eye incision was widened and sutures were applied. The patient presents good post-operative results. No further information was provided.